Event description:
It was reported the pt has lost a significant amount of weight and she is unable to communicate with her ipg with either charger or programmer. An sjm representative contacted the pt and spoke with her husband who stated the ipg appears to have flipped inside the pocket. The pt and her husband stated the pocket is loose and the ipg can be moved very easily. Follow-up identified x-rays were taken and confirmed the ipg had flipped. The physician was able to flip the ipg back to the correct side and confirmed on x-ray. The issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.